Manufacturer narrative:
The device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The distributor alleges a defect in the packaging was found during their initial inspection of received product. The device was not sent to a user facility.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint of a packaging defect is confirmed, however, the defect did not impact the integrity of the sterile barrier. The root cause is attributed to the manufacturing process. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.